Event description:
Utilizing an insulated bovie tip (withdrawal) during a surgical procedure. Flame shot out the end of the tip and melted it to the end of the tip. Pt was not injured. Equipment worked when tip was replaced on the handpiece-faulty tip.